Manufacturer narrative:
Age at time of event: about (B)(6) years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-01927. It was reported there was an error message during aspiration. An angiojet® solent¿ omni catheter and a angiojet® zelantedvt¿ catheter were selected for a thrombectomy procedure. During the procedure, while in aspiration mode, both catheters failed after a few seconds in the body. They both had a saline supply error and were leaking fluid from the pump inside the console. The case was completed with a different device. There were no patient complications reported and the patient was fine.